Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 9.0x39mm omnilink elite stent delivery system (sds) was removed from the packaging the stent dislodged from the balloon when removing the protective sheath and stylet. Another same size device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported device dislodged or dislocated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that inadvertent mishandling during sheath or stylet removal or during unpacking and preparation of the device, contributed to the reported stent dislodgement and the observed material deformation (flared, bent struts). Additionally, the analysis noted crimp marks in between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.